Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an apply sample meter message. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014). The lay user/patient¿s meter and test strips have been returned on 05/27/2014 and 06/05/2014 respectively, and evaluated by lifescan product analysis on 07/03/2014 and 06/30/2014 respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.